Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a coronary procedure to treat a lesion in the distal right coronary artery, a perforation occurred which required the use of a graftmaster stent. The graftmaster stent delivery system (sds) was advanced, but failed to cross to the perforation due to the anatomy. During the attempt, the stent dislodged from the balloon. An additional balloon was used to compress the stent in the mid vein, proximal to the perforation. The perforation was then treated with balloon dilatations. The patient had a good final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.